Manufacturer narrative:
Concomitant medical products product ID: 978a128, lot# va2f8eq, implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-mar-2023, UDI#: (B)(4). Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that their ins was working great at first, but they reported they have had a return of symptoms starting "last month or maybe earlier this month". The patient also reported they were feeling the "wire in a different place", then stated they were feeling stimulation in a different location. It was noted the patient denied any recent trauma to the implant site or falls. The patient stated they have spoken with their physician and stated there was one program that worked, but not like it did before. The patient stated their physician advised them to take myrbetriq for their bladder. The patient was redirected to their healthcare provider to further address the issue.